Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the health worker had an allergic reaction after handling a classic allevyn today. She has a latex allergy and her symptoms presented very similar to what she experience around latex.